Manufacturer narrative:
(Device manufacturing date): unk, no serial numbers reported. (B)(4).

Event description:
It was reported that a lens is being returned. The reason for return is unknown. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional information: b5: the reporter indicated that a 12.6mm, vicm5_12.6, -9.50 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. On (B)(6) 2020 the lens was explanted due to lens opacity (psc, observed: (B)(6) 2020) and cataract surgery was performed within the same surgery as removal. The reporter stated "patient was seen on (B)(6) 2020, stable following surgery, has been informed about the mild posterior capsule opacification and the need for a yag if this worsens. She developed a cataract from lens implantation. The cataract has been removed and an intraocular lens implanted. Patient was seen on (B)(6) 2020, stable following surgery, vision is better, presently this looks clearer than right after her procedure." For cause of event the reporter stated "icl related - initial lens 13.2 was oversized and the edges may have incised the capsule. The 12.6 lens was used to replace this at the same sitting but she developed a cataract within a few days. The 12.6 was also too shallow. Ideally she would have had a 12.9." H6- work order search: one similar complaint type event was reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
Additional information: b5 - it was later clarified from the reporter that previous information provided was intended for claim# (B)(4), medwatch report# 2023826-2020-00475, there is no complaint for lens sn# (B)(6). Reported indicated "left eye has icl in and vision was good straight away post op and is still now, no issues". Claim#: (B)(4).